Event description:
On (B)(6) 2014 at the (B)(6) it was reported that during priming of the set a leak was noticed at the bottom of the plegiox 00301 from lot number unknown. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was evaluated in the laboratory and a leak was detected in the housing and the sloping lid of the upper part of the housing when rinsing the sample with water. There was a lack of adhesive in the area of the leak and this was determined to be the cause of the leak. (B)(4).